Event description:
Healthcare professional reported right side "deflation and capsular contracture" of a non-allergan device. The device has been explanted. Allergan reference no. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).